Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0537534v, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient said their wires were changed about 8 years ago as they could not get therapy. The rep noted something was loose and found to be defective, but the caller didn't have further specifics on this. No further complications were reported.